Event description:
Customer called reporting sensor errors and motor errors on his insulin pump. Customer's blood glucose was unknown. Customer's sensor reading and blood glucose were inline. Calibration errors may have been caused by pressure at the site. The motor error occurred during basal delivery. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. He was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.